Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/22/2020. H.6. Investigation: bd received 10 samples from the customer for investigation. 5 samples were evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was stopper creepout in 15 bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tubes. The following information was provided by the initial reporter: "on a few occasions when staff were taking off the hemogard closure to place esr tubes on to the manual esr seditainer stand the traditional stopper of the tubed was take off too. Traditional stopper coming off esr tube when removing hemogard closure to go onto seditainer stand".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was stopper creepout in 15 bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tubes. The following information was provided by the initial reporter: "on a few occasions when staff were taking off the hemogard closure to place esr tubes on to the manual esr seditainer stand the traditional stopper of the tubed was take off too. Traditional stopper coming off esr tube when removing hemogard closure to go onto seditainer stand."